Event description:
Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.981 volts, shows an ifi=no condition. The data in the generator memory locations revealed that 23.290% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. A portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest discontinuities in the returned portion of the device.

Event description:
High impedance was observed for patient's device. Clinic notes were received for patient's referral for surgery to address the high impedance. Per notes, patient's vns device was turned off due to high impedance. No known surgical interventions have occurred to date.

Event description:
Patient underwent full revision surgery. The explanted lead was received. Analysis is underway but has not been completed to date.